Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The physician believed that the infection was procedure related, and the patient was prescribed with antibiotics.